Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-oct-2023. The investigation was completed on 25-oct-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed reddish material and a hole in the surface of the pebax. No other anomalies or damages were observed during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that after removing the thermocool® smart touch® sf bi-directional navigation catheter from the patient, blood was observed inside the clear portion of the lumen of the catheter. There were no issues with catheter readings or functionality during the case. No patient consequence reported. Additional information was received. The blood was apparent in the catheter tip. It appeared as though the blood was inside the pebax. Could not visually confirm if the pebax was damaged. No difficulty was experienced while maneuvering or withdrawing the catheter. The abbott agilis large curve sheath was used. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-oct-2023 there was reddish material and a hole in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax. On 25-oct-2023 and have assessed this returned condition as reportable.